Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to infection. No further information was provided.

Manufacturer narrative:
Upon receipt of these inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and reservoir were visually examined and microscopically tested. Both components exhibited leaks, consistent with explant damage. The pump was visually examined and functionally tested. Analysis of the pump identified the component performed within specifications. The reported patient symptom of infection is a known risk associated with inflatable penile prosthesis (ipp) and is noted as such in the device instructions for use.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to infection. No further information was provided.